Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported of having a bent cannula and did not hear no delivery alarm. Customer reported of been hospitalized on (B)(6) 2016 with blood glucose of 622 mg/dl. Customer had symptom of high blood glucose; customer had nausea and vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for bent cannula.